Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The reported patient effect of ischemia, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other rx graftmaster device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with unstable angina and a large, severely stenosed, contained perforation (pseudoaneurysm) in a degenerated saphenous vein graft (svg) to the obtuse marginal (om) coronary artery. Given the high risk of vessel rupture with standard percutaneous coronary intervention and due to the large size of the perforation, two covered stents were opted for treatment of the pseudoaneurysm to ensure complete coverage. Thus, a 4.5x26mm rx graftmaster was advanced via right femoral artery access and was deployed, followed by overlapping deployment of a 4.0x19mm rx graftmaster covered stent. Each graftmaster successfully sealed the area it was deployed in and did not exacerbate the pseudoaneurysm. The graftmasters were post-dilated with an unspecified 5.0mm balloon. While intravascular ultrasound (ivus) showed that the graftmaster stents were well expanded, a proximal edge dissection (at the implanted 4.0x19mm rx graftmaster) was noted and was successfully treated via deployment of an unspecified 4.0x22mm drug-eluting stent. The patient then experienced transient no reflow due to microvascular obstruction which was treated with intra graft nipride (blood pressure reduction medication), resulting in timi flow was 3. There was no thrombus or embolization visualized. An electrocardiogram showed persistent st elevation during the procedure, but resolved at procedure conclusion; myocardial infarction was not confirmed and biomarkers were not obtained. The patient was prescribed ticagrelor (anti-platelet medication) and discharged in good condition the following day. No additional information was provided.